Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's screen was black and the contents of the lcd were not viewable. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. The software was checked.